Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) male pt was receiving check electrode belt and check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode, check electrode belt alarms) was confirmed. Upon investigation, the black pulse wire in the trunk cable was open, which caused the reported belt alarms. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.